Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and vomiting. Prior to the hospitalization, the customer stated, she changed the infusion set but she never exited the prime menu, therefore not receiving any insulin. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.